Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated by our field service engineer on-site and the the problem was solved automatically. No log files or service report was provided. No parts have been replaced and returned for technical investigation. No further information was provided. The root cause to the reported failure has not been established in this investigation.